Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnoses: degenerative spondylosis, l3-4. For which, patient underwent following procedures: intraoperative neurophysiologic monitoring was carried out utilizing spine neural monitor for a total of four hours time. Baseline two-extremity emg study was performed of the lower extremities. Neuromuscular testing was performed of eight screw and two nerve root thresholds. Screw thresholds were bilateral l3, bilateral l4, bilateral l5, bilateral s1 and the root thresholds were bilateral l3 and lastly central motor evoked tests for the lower extremities were performed. Impression: successful neurophysiologic monitoring of the patient¿s lower extremities during l3-4 fusion procedure utilizing the spine neural monitor. On (B)(6) 2007: patient underwent spinal fusion surgery in which rhbmp-2 was used. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.